Event description:
On (B)(6) 2013 at the (B)(6) in (B)(6), it was reported that the arterial side of the bmu-40 serial number(sn): (B)(4) was not working. There was no patient involvement as this was discovered during setup/priming. (B)(4).

Manufacturer narrative:
(B)(4). Service report (B)(4) was generated for this repair. The arterial function was tested and the arterial board was replaced. The rotary knob was also replaced. Software was updated to version 04.02.00. The unit was tested per the service protocol and passed all tests. (B()4).